Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: here is all the info I have, please note the customer is just wanting the suture to be identified and confirmed as what type. What was the original procedure 4 years ago: the patient gave birth and required stitches to close her perineum. What tissue was the suture used on: perineum. What was the condition of the tissue when the suture was used: unknown. Can you provide any medical records, op note to identify possible suture: no. What is the surgeon opinion as to the contributing factors to the vaginal fistula: potentially the wrong type of suture has been used, an absorbable suture should have been used and he suspects this is prolene. In which case this is a mistake on the consultants part which may have given rise to these further complications. What was the rationale for removing the sutures from patient: required for treatment of the fistula. What was used to medically treat the fistula: unknown. What is the current condition of the patient: recovered and sent home. We received segments of explanted, blue colored suture material. Suture material found to be non absorbable polypropylene. The manufacturer of this suture material could not be determined.

Event description:
It was reported that the patient was giving a birth on unknown date four years ago and the suture was used to close the perineum. Then the patient experienced a vaginal fistula resulting from the initial procedure and required to remove the suture for the treatment of the fistula. On monday the suture was removed. The patient recovered and sent home. The doctor opined that potentially the wrong type of suture has been used in the initial procedure and an absorbable suture should have been used. The doctor opined that this mistake on the consultants part may have given rise to these further complications. It was also reported that the patient¿s previous records do not identify the suture which was used at the time.